Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced red heart alarms while connected to the power module. No alarms occurred while the patient was connected to battery power. The patient was asymptomatic and presented to the hospital for further evaluation. X-ray images of the patient¿s driveline were taken and the system controller log file data was submitted to the manufacturer for analysis. The hospital requested the manufacturer evaluate the driveline. An ungrounded power module patient cable was provided for use while the patient was on power module support. The log file submitted to the manufacturer¿s technical services confirmed low speed operation alarms and pump stops which occurred on the morning of (B)(6) 2016 while the system was connected to the power module. No driveline fault or driveline disconnected alarms were recorded in the log file. The x-ray images submitted on (B)(6) 2016 were reviewed by the manufacturer¿s technical services representative and showed a sharp bend approximately 3cm from the pump end bend relief. The shielding in that area appeared stressed and compressed. The remaining internal parts of the driveline appeared normal and showed no indication of damage. The area of the external driveline near the distal connector bend relief appeared stressed and the silicone tube showed a fold. On (B)(6) 2016, the manufacturer¿s technical services evaluated the patient¿s driveline and no indication of external damage was found. The external part of the driveline was palpated and no fluid was felt to be inside the driveline. A continuity test indicated all 6 wires were unremarkable. Additionally, no pump stops or low speed alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. Manipulation of the external driveline did not reproduce any alarms. The area at the connector bend relief that was noted on the x-rays with possible stress was evaluated by opening the silicone tube. No fluid was found under the silicone. The area was manipulated and no indication of a short to shield situation occurred and no alarms were reproduced. The area was repaired with rescue tape. The patient¿s medical team was informed about possible compromise of the driveline internal to the patient. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing with lvad support; therefore, a full evaluation of the device could not be conducted and a root cause could not be determined. However, based on the manufacturer's experience and similar reported events, the red heart alarms that were confirmed through analysis of the submitted system controller log files could potentially be indicative of driveline damage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient returned home following the driveline evaluation and repair with rescue tape and is doing fine. The patient continues to utilize an ungrounded power module patient cable and understands the potential risks of a pump stop in the future. No further intervention was planned.